Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error in the morning and then no delivery. Blood glucose value was 190 mg/dl. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to rewind but then received a no delivery alarm during cannula fill and after that, the insulin pump alarmed failed battery test. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.